Event description:
Boston scientific received information that the patient contacted the clinic after hearing beeping tones. The patient was brought in for an interrogation where it was noted that the device reached elective replacement indicator (eri) due to normal charge times and monitoring voltage. The field representative contacted boston scientific technical services (ts) where it was discussed that this device is under the shortened replacement window advisory. Ts advised that since it is unknown if the device is exhibiting the behavior of the advisory, it should be replaced in one month. The device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was explanted seven weeks later and returned for analysis. No adverse patient effects related to the explant procedure were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.